Event description:
The hospital reported that the pt returned to the facility complaining of pain several days after undergoing a laparoscopic procedure. A thermal burn was detected when the pt was rescoped.